Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received causing the customer to change their infusion sets and cartridges multiple times. There was no known impact to the customer's blood glucose (bg) level. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer reported that they would contact their healthcare provider in regards to switching to novolog insulin. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.